Event description:
Pt had suprapubic catheter inserted as part of her surgical procedure (anterior colporrhapy) on 9/15/94. The physician was unable to remove the catheter on 9/18/94, had to consult with urologist and bring pt to o.r. For cystoscopy to remove the catheter.